Event description:
It was reported that the programmer incurred an error on "boot up." The service diskette had been run and error did not clear. There was a black screen with grave programming codes. It was also reported upload couldn't be done using svn (subversion). The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. System error occurred during power-up.